Manufacturer narrative:
(B)(4) supplemental MDR for device evaluation. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3158501. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information material#: 305106 batch#:3158501 it was reported by customer that just wanted to let you know I have another needle that is ineffective. No mediation can push out of the needle. Same lot # of 3158501 exp:2028-08-31. Bd 30gauge x ½. Verbatim: just wanted to let you know I have another needle that is ineffective. No mediation can push out of the needle. Same lot # of 3158501 exp:2028-08-31. Bd 30gauge x ½.

Event description:
Material#: 305106 batch#:3158501 it was reported by customer that just wanted to let you know I have another needle that is ineffective. No mediation can push out of the needle. Same lot # of 3158501 exp:2028-08-31. Bd 30gauge x ½. Verbatim: just wanted to let you know I have another needle that is ineffective. No mediation can push out of the needle. Same lot # of 3158501 exp:2028-08-31. Bd 30gauge x ½.

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: (B)(6) no health consequences or impact device problem code: a140901 - complete blockage.